Event description:
Reporter alleged, she was experiencing hypoglycemic blood glucose symptoms after lunch and obtained a glucose result of 150 mg/dl on her advantage system compared to the nursing home professional meter measurement of 85 mg/dl when testing was performed back to back. No specific time between testing was provided other than the reference to back to back testing. Reporter stated, she self treated with juice after the testing and no other actions were taken or treatment reported. A request was made for the return of the suspect device, and replacement product was sent.